Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. It was observed under fluoroscopy that as a 28x4.00mm promus elite mr drug-eluting stent was advancing through a guidezilla guide extension catheter, the stent partially dislodged from the stent delivery balloon. The promus elite was removed and the procedure completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluation by MFR: promus elite ous mr 28 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found issues. Stent struts from the distal end of the stent were lifted and bunched proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. It was observed under fluoroscopy that as a 28x4.00mm promus elite mr drug-eluting stent was advancing through a guidezilla guide extension catheter, the stent partially dislodged from the stent delivery balloon. The promus elite was removed and the procedure completed with another of the same device. No patient complications were reported and the patient status was stable.